Event description:
It was reported that the 2800 system had no image and the table would not move up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The communication panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.